Event description:
(B)(4). Migraines (1 a week, lasting 3-4 days), hot flashes, night sweats, cysts, no libdo whatsoever, fatigue, no period in 7 weeks. I do think the device was provided by the insurer. Not sure really.